Event description:
The physician reports that the crystalens trailing haptic tore when inserting the lens. The physician believes the lens tear was due to improper loading into the cartridge of the staar surgical lens injector sys. The damaged iol was removed and replaced with a backup crystalens. The event did not require enlargement of the incision or sutures.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.